Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced electromagnetic interference during an episode. It was further reported that the patient was in magnetic resonance imaging (MRI). The icm remains in use. No patient complications have been reported as a result of this event.